Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a hematoma at the ipg site. Reportedly the patient had a fall and hit the ipg site, the patient had pain, swelling and bruising. On (B)(6) 2016 surgical intervention was taken and the physician opened the ipg pocket and the hematoma was evacuated. The same ipg was placed back in the pocket and the pocket was closed. Follow-up identified the patient was doing well postoperative.